Event description:
It was reported that a healthcare professional was ¿unhappy with the durability¿ of the activa pc implantable neurostimulator (ins). It was stated that the hcp reported getting approximately 2-3 years durability and was told 3-5 years. It was reported that the ins were not lasting near the expectations and patients had been complaining to the hcp. The number of patients who had complained was not specified. It was also reported that the hcp stated the literature accompanying the device ¿was not great and needed to be made clearer and larger print¿. It was reported that a device was returned for analysis, but no patient or device information accompanied this report.

Manufacturer narrative:
(B)(4).